Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the b5. Adverse event or product problem. Additional information clarified that there was no allegation against this device, this issue does not grants a report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent a surgery wherein the right ventricular (rv) lead was surgically abandoned due to oversensing and an alert due to out-of-range intrinsic amplitude. This implantable cardioverter defibrillator (ICD) was explanted during the procedure without allegations of malfunction. A new system was implanted on the right side of the chest of the patient. No adverse patient effects were reported. Device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a revision of a right ventricular (rv) lead, this implantable cardioverter defibrillator (ICD) was moved into a new location. The revision was performed to explant the rv lead and the reason for this ICD reposition is unknown. The device remains in service. No additional adverse patient effects were reported. No further details have been obtained.

Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem. Additional information clarified that there was no allegation against this device, this issue does not grants a report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent a surgery wherein the right ventricular (rv) lead was surgically abandoned due to oversensing and an alert due to out-of-range intrinsic amplitude. This implantable cardioverter defibrillator (ICD) was explanted during the procedure without allegations of malfunction. A new system was implanted on the right side of the chest of the patient. No adverse patient effects were reported.